Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The DHR (device history record) for the libre reader was reviewed and the DHR showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported the message "connected to computer" on her adc freestyle libre reader. Furthermore, the customer stated the had to go to the hospital due to the error message and was treated with intravenous glucose for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the message "connected to computer" on her adc freestyle libre reader. Furthermore, the customer stated the had to go to the hospital due to the error message and was treated with intravenous glucose for hypoglycemia. There was no report of death or permanent injury associated with this event.